Event description:
It was reported that, "on 02/2008, x-ray showed a break in outer ring on the constrained liner. According to the dr, the pt is asymptomatic.

Manufacturer narrative:
Device is still implanted. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.